Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
The company representative (rep) reported the recharger was used. The triangle mark was detached straight and charge was stopped. If the mark was not held by hand, the mark was detached. No x-ray images were available. No telemetry data available. Device settings were not reported. It was considered that there was possibility of malfunction due to physical factors while using the recharger. It was also reported that a malfunction was suspected with the implantable neurostimulator (ins). The cause of the issue was unknown. The action taken to resolve the issue was a backup device was to be arranged for the patient. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. No symptoms reported. The indication for use included intractable chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.